Event description:
At around 5pm, the night prior to this report, the patient requested a bolus and started having overdose symptoms. The patient was really sleepy. The patient¿s wife was nurse and stated that his o2 levels and pulse were normal. They tried stimulating him with a cold rag and chest rub, but they could not successfully get him to wake up coherently. The patient was on oral medication, but no narcotics and he didn¿t change those. As programmed the patient activated bolus was 100.02 mcg for a total maximum per day of 506.20 mcg/day which was a 360% increase on daily dose if the patient took all of the boluses in a day. The patient was getting a total daily dose when he requested a bolus. The patient¿s wife was unsure how long that patient was on those settings. After the event, the patient continued to request boluses later in the evening and the morning of this report. The ptm (personal therapy manager) report showed 175 lockouts and 118 successful attempts. The patient reported ¿seeing times change on ptm not favorably¿. The device system was delivering fentanyl and bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The day after the event, the patient¿s catheter was replaced. The newer model catheter was replaced with an older model catheter; the reason for the replacement was not reported, but it was noted that the catheter was the cause of the event. It was not a programming issue. After the catheter replacement, the patient was doing well with therapy.

Manufacturer narrative:
Product ID 8590-8, lot# n401260, implanted: 2015 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)